Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. However, without the return of the device, the complaint could not be confirmed and the root cause could not be determined. The review of the lhr (f1527503) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that during deployment of the mynxgrip (6f/7f) for vascular closure, the shuttle was not fully advanced, so the white advancer tube was not seen. The device failed to deploy. The sheath and device were removed and manual compression was held for 10 minutes to achieve hemostasis. There were no complications and the patient was held for 4 hours in recovery for observation per normal hospital protocol for manual compression before being discharged. Additional information: significant resistance was not felt when the user shuttled down and unusual force was not applied when retracting the procedural sheath. Procedure: diagnostic left heart catheterization procedure; stick location: unknown; vessel location/size: arterial/unknown; sheath size: 6f.